Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot numbers 3722b and 3621e were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Burns related to defibrillation are an expected outcome in accordance with the IFU. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after removing the electrode pads, a burn was found on the patient's skin. Complainant indicated that the patient sustained a burn. It is unknown what degree burn they received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.